Event description:
It was alleged that during use on a pt the roller clamp on the tubing was closed and the pump did not alarm. There was no pt consequence. It was noted that a blood infusion was started in channel a at 100ml/hr. After several manual rate changes for 30 minutes each, the nurse noted that no fluid had infused and the roller clamp was closed on the IV tubing. It was further noted that the pump showed 97 ml had infused. This occurred over a 90 minutes of time.